Event description:
The device was used during an unspecified procedure. Reportedly, the cartridge disengaged and there was tissue hang up. The surgeon was able to remove the device and complete the procedure without any patient injury.